Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 587 mg/dl at the time of the incident. Customer stated that the insulin pump had replace battery now alarm customer stated that the battery life diminished. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. The device will not be returned for analysis.